Event description:
According to the facility on (B)(6) 2025 "patient was intubated successfully with 7.5 et tube, the hub/port at end of tube that has the standard hard plastic piece that connects to ambu bag or ventilator circuit popped out just after intubation when connecting the ambu bag to ventilate".

Manufacturer narrative:
According to the facility on (B)(6)2025 "patient was intubated successfully with 7.5 et tube, the hub/port at end of tube that has the standard hard plastic piece that connects to ambu bag or ventilator circuit popped out just after intubation when connecting the ambu bag to ventilate". Per the facility "when respiratory therapist grabbed the hub, attempted to place back on et tube, bodily fluids were coming out of et tube and unable to ventilate the patient". Per the facility "when respiratory attempted to place back et tube hub/connector piece, it continued to pop out and not connect to et tube". Per the facility multiple et tubes packages were opened to find a "hub/connection piece" that fit. Per the facility during this time the patient was receiving compressions/CPR and there was a delay in patient care "not spanning more than 3 minutes". Per the facility the patient was transferred to the ICU. No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.